Event description:
The hospital reported that the gas line to the oxygenator was bonded to the recirculation port instead of the gas port. The ID tapes were also reversed on the venous and arterial lines. The pack was changed out with no affect to the patient.